Event description:
An operating room (or) manager reported a patient was diagnosed with toxic anterior segment syndrome (tass). The manager believes the phaco handpieces and/or the irrigation/aspiration (I/a) handpieces could be possible contributors to this event. She further stated that the handpieces are cleaned using enzymatic cleaners and stated that she will be returning all their handpieces to be checked for possible contamination and functional testing. Cataract surgery was temporarily suspended for one week while the issue was being investigated. Per the operating room manager, the patient that presented with tass is known as non-compliant with hand washing and may have touched his eye post-operatively, but they cannot be sure. Additional information has been requested. This is the fourteenth of fifteen reports (one report for each named handpiece) being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).